Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding component code 568. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from xive s plus impl d3.4/l13 catalog # 262433 tounknown xive abutment catalog # unknown xive abutment. Correcting the lot # from b17005060 to unknown. Correcting the concomitant medical product from abutment to xive s plus impl d3.4/l13 - 32262433. This is to correct and remove the codes that were initially reported - removing codes for: investigation findings code - 3243.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.